Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose level was in the 300s (mg/dl) and a manual injection was administered. Reportedly, the customer had high levels of ketones. The customer stated high bgs cause damage to the heart and the blood vessels. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.